Event description:
On (B)(6) 2014 product analysis was completed on the explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications, there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2014 it was reported that the patient will undergo a possible explant due to the vns being off for years (patient had hippocampus removed) and because the device slides around and bothers him. The patient underwent explant of the vns on (B)(6) 2014. The explanted generator was returned for product analysis on (b)(4 2014. Product analysis is currently underway and has not yet been completed. It was previously reported in (B)(6) 2012 that the patient had gained a lot of weight and thought the device had migrated, causing him pain. It was stated that the generator was turned off 3 years ago after brain surgery. The patient had been experiencing a sharp pain in the chest since around (B)(6) 2011. X-rays were taken. Based on the x-rays received the cause for the patient's pain cannot be determined. No gross lead discontinuities or sharp angles could be visualized that could explain the chest pain experienced by the patient. However, an unpronounced lead discontinuity cannot be ruled out. It was reported that there were no changes to the vns prior to the pain. The pain had subsided and was no longer experiencing any more pain. The physician noted that the pain is not due to vns.